Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the following device was received as blind unit for the following products: 03.043.029; 2023519 319.006; h521672 319.006; a4gj568 03.010.523; 9570803 03.010.523; l759640 03.010.523; 31p5810 03.010.523; 9850771 03.010.491; h884724 03.037.017; 9764853 393.10; unk 03.033.001; l750728 03.118.111; t981020 tracking number: 770750148967. No additional information is known. However, it couldn¿t be associated with a complaint or any other existing record. This complaint involves six (6) devices.,: the subject device has been received at depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that depth gauge for 2.0mm and 2.4mm screws was bent from the needle. The protecting sleeve was not returned. No other issues were found. A dimensional inspection for the depth gauge for 2.0mm and 2.4mm screws was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: dimensional inspection: n/a device history lot part #: 319.006 synthese lot #:h521672 supplier lot #:h521672 release to warehouse date: (B)(6) 2018 suppliers: avalign technologies-nemcomed no ncr's generated during production. Device history batch null, device history review, review of the device history record(s) showed that there were no issues during the manufacture of this product and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the visual analysis of the returned sample revealed that depth gauge for 2.0mm and 2.4mm screws was bent from the needle. The protecting sleeve was not returned. No other issues were found. No additional information is known. However, it couldn't be associated with a complaint or any other existing record. This complaint involves six (6) devices. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 6 for complaint (B)(4).